Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter errors and result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: customer's wife contacted manufacturer on 03-apr-2025 -caller stated that since the last call customer had gone to the doctor because his blood glucose was high; doctor had referred customer to an endocrinologist. No further information was provided. Caller stated the replacement products resolved initial concern. Note 2: customer's wife contacted manufacturer on 14-apr-2025 -caller stated that the customer had received training from the nurse on how to use the true metrix air meter. Caller stated the customer is no longer concerned with his original meter and he is more comfortable using that meter.

Event description:
Consumer reported complaint for error message (e-3) and high blood glucose test result. Wife is calling on behalf of the customer. Caller stated the customer's blood glucose test result the day prior to the call had been 328 mg/dl (fasting/non-fasting not provided). The customer feels well and did not report any symptoms. Caller stated that she was going to take the customer to the doctor later that day to have his glucose level checked and for them to perform a blood glucose test (not a scheduled appointment). During the call, a blood test was performed by the customer and produced e-5 error message using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/16/2026 and test strips were opened the day prior to the call. The meter memory was not reviewed for previous test result history.